Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up with the physician's office revealed that the lead was removed due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, there was several conductors with blood/body fluid (not obstructed), the inner and outer tubing was kinked/buckled, the exposed defibrillator coil had a white substance, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was tissue on the helix. The analyst noted that the lead appears to have been implanted with a bend in it at the fracture site.